Event description:
After an implantation period of approximately 18 months, oversensing on the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
The returned lead and the x-ray image were thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The electrical resistance values showed no anomalies. No anomalies were seen during the x-ray analysis. In addition, cuts in the insulation were found during the analysis (19 cm distal of the df4 connector pin), which are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.